Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug are on the insertion device with no visible defect. The proximal anchor was not returned. Bio debris is present. The suture threader was returned with no visible deficiency. A functional evaluation was performed on the returned device and found the black proximal knob (1) moved the distal plug forward and the orange distal knob (2) moved the insertion forks forward as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant specifications found that minimal tensile strength requirements are specified. Material certificate of analysis is required for each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that minimal tensile strength requirements are specified. Material certificate of analysis is required for each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the healicoil knotless peek anchor was passed, it was started with threaded of regenesorb, the tip of the healicoil was entered up to the edge of the beginning of the thread, the threads were fixed with the first torque, then the second torque was started to enter the implant but it stopped advancing, it sounded and the threads were loose. The specialist returned the implant and noticed that it was broken. The procedure was completed without delay using a back-up device. No further complications were reported.